Event description:
It was stated that the customer was treated by paramedics at home for low blood glucose levels. The customer's friend stated that the customer damaged the insulin pump in the process. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a cracked and bleeding liquid crystal display, which prevented further testing.